Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the waste pump of the instrument was not working and was causing the baths to overflow. The fse replaced the waste pump and the instrument ran without any leaks. Identified failure mode: the cause of the leak was an inoperable waste pump. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters because of improper draining of the baths. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported an instrument leak when using the coulter act diff 2 analyzer. The leak was at the baths of the instrument, volume was about 20 ml and was not contained within the instrument. The operator was wearing gloves, gown and glasses when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.